Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Expiration date: the expiration date of the device is not known as the device lot number is not available / not reported. Implant date: the implantation month, day, and year is not available as the date of the procedure is not known. Initial reporter name and address: the initial reporter phone is not available / reported. Device manufacture date: the device manufacture date is not known as the device lot number is not available / not reported. Per the referenced literature, delayed onset of nice lesions is a rare complication of intracranial aneurysms¿ endovascular therapy (evt). These lesions have most often been attributed to foreign body emboli and subsequent granulomatous reaction. The reported nice lesion event led to clinical symptoms and hospitalization for further diagnosis. Furthermore, the relationship of the enterprise 2 stent to the reported event cannot be disassociated. Thus, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ reference: shotar e, law-ye b, baronnet-chauvet f, zeidan s, psimaras d, bielle f, pecquet c, navarro s, rosso c, cohen f, chiras j, di maria f, sourour n, clarençon f. Non-ischemic cerebral enhancing lesions secondary to endovascular aneurysm therapy: nickel allergy or foreign body reaction? Case series and review of the literature. Neuroradiology. 2016 sep;58(9):877-85. Doi: 10.1007/s00234-016-1699-5. Epub 2016 may 23. Pmid: 27216205. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that a young patient underwent vascular stent placement with a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (enc401600 / unknown lot number) and presented to the hospital with a right arm issue approximately three months later. Computed tomography (CT) and magnetic resonance imaging (MRI) showed no evidence of ischemia; the physician suspects non-ischemic cerebral enhancing (nice) lesion in a territory distal to the enterprise 2 stent. The enterprise stent remains implanted and is thus not available for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 26-apr-2022. [Additional information]: on 26-apr-2022, the lot number 6424221 associated with the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (enc401600) was received. [Conclusion]: the healthcare professional reported that a young patient underwent vascular stent placement with a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (enc401600 / 6424221) and presented to the hospital with a right arm issue approximately three months later. Computed tomography (CT) and magnetic resonance imaging (MRI) showed no evidence of ischemia; the physician suspects non-ischemic cerebral enhancing (nice) lesion in a territory distal to the enterprise 2 stent. The enterprise stent remains implanted and is thus not available for evaluation. Based on complaint information, the device remains implanted and is thus not available for evaluation. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6424221. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A manufacturing documentation review was conducted. There is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Per the referenced literature, delayed onset of nice lesions is a rare complication of intracranial aneurysms¿ endovascular therapy (evt). These lesions have most often been attributed to foreign body emboli and subsequent granulomatous reaction. The reported nice lesion event led to clinical symptoms and hospitalization for further diagnosis. Furthermore, the relationship of the enterprise 2 stent to the reported event cannot be disassociated. Thus, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ reference: shotar e, law-ye b, baronnet-chauvet f, zeidan s, psimaras d, bielle f, pecquet c, navarro s, rosso c, cohen f, chiras j, di maria f, sourour n, clarençon f. Non-ischemic cerebral enhancing lesions secondary to endovascular aneurysm therapy: nickel allergy or foreign body reaction? Case series and review of the literature. Neuroradiology. 2016 sep;58(9):877-85. Doi: 10.1007/s00234-016-1699-5. Epub 2016 may 23. Pmid: 27216205. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 25-may-2022, that changed the reportability of the event as related to this product reported in this medwatch report. [Additional information]: on 25-may-2022, additional information was received. The information indicated that additional responses will not likely be obtained aside from the information already provided. The physician did provide images from the procedure. The images will be provided at a later date. The information indicated that it was not the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (enc401600 / 6424221) that caused the nice lesion. Upon further review, this complaint does not meet the criteria for medical device reporting since there was no adverse event associated with the device. Therefore, it has been deemed not reportable. No further reports will be forthcoming. The reportability of the file was also reassessed. Based on the information provided, the event no longer meets medical device reporting criteria. No further report will be forthcoming.